Manufacturer narrative:
Device not available for eval.

Event description:
The device was being used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the device did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.